Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. The target lesion was 99% stenosed, mildly calcified and mildly torturous shunt. A 6 x 40 x 75mm innova¿ stent was advanced. The physician stretched and pulled the stent during deployment and the stent became shortened; the physician indicated it was not 4 cm in length. The shortened stent remained implanted and was well apposed to the vessel wall, but did not cover the entire lesion. A 6 x 60mm innova¿ stent was placed further in the initial stent, to cover the remainder of the lesion. There were no further patient complications. The patient¿s condition was stable.